Event description:
It was reported the pt's ipg was in an inconvenient location for the pt and was getting hit by objects in his environment. The ipg site was relocated to a more medial location, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.